Event description:
It was reported that during a meniscal procedure, two implants were opened and one suture implant fell from the feeder/tray after removal. There were no consequences or impact to the patient. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction : upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided the following sections were updated: h2; h3; h4; h5; h6; h11. The reported event was confirmed by review of pictures. Visual examination of the provided pictures identified the device on the right in the image is fractured on the inserter just below the depth stop and was not cycled. The item on the left was cycled once with one anchor out of the device as expected. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: part 110024773 juggerstitch curved implant, lot 66612641. G2: foreign: poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the patient's meniscal procedure; two implants were opened. The device fell from the feeder/tray after being removed. A picture was provided and the needle of one device is fractured; it is unknown which lot was fractured. Due diligence is in progress for this complaint; to date no additional information or product has been received.